Event description:
The physician reports that the crystalens became damaged when inserting the lens using the staar surgical lens injector system. A vitrectomy was performed intraoperatively due to loss of vitreous fluid. Another iol was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector cartridge.